Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 4/4mm amplatzer duct occluder ii was selected for implant for an infant. During deployment the device embolized, snared and exchanged for a 5/4mm amplatzer duct occluder ii. The patient was reported to be in stable condition.

Manufacturer narrative:
On (B)(6) 2019, a 4/4mm amplatzer duct occluder ii was selected for implant for an infant. During deployment the device embolized, snared and exchanged for a 5/4mm amplatzer duct occluder ii. The patient was reported to be in stable condition.